Event description:
While lifting the bariatric pt, the device lost its balance and collapsed to one side, failing on pt and staff. Device is a rental device. Bariatric pt who was being lifted from the bed to the chair. Pt was dropped to the floor, hitting head and clavicle. A staff was injured with the device hitting the staff on the head.